Event description:
Pt. Underwent (l) thr in 1987 at another institution. She presented with c/o (l) hip pain x 2-3 months that has recently progressed and a creaking sound when ambulating. Revision of (l) total hip replacement performed on 3/3/94. (Acetabular component and femoral head only.)